Manufacturer narrative:
We received one 12tlw804f catheter for examination for examination. No packaging was returned . The reported event of difficult to deflate the balloon could not be confirmed although the inflation lumen was found to be fully occluded and therefore could not be inflated. The balloon was received deflated. There is an unknown clear hard substance inside the inflation lumen. A cut down was performed exposing the substance. The inflation lumen was measured and found to be within specification. The thru-lumen was found to be patent and did not leak. Chemistry testing indicated that the unknown substance was detected as iodine. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Related medwatch number 2015691-2015-03363.

Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be forthcoming with the evaluation results. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
As reported, during use of these two fogarty catheters, it was difficult to deflate the balloons after inflation. No patient consequence.